Event description:
Reported 2.5 years ago device = in the 300s mg/dl. Called the doctor. Family member gave extra insulin, amount not recalled. Family member stated customer began acting uncharacteristic. Family member took customer to the hosp. Hosp tested customer and it was low, however value was not recalled. Customer went into shock or a seizure and treatment was given, but type not known. Customer was admitted into hosp and transferred into long term care where customer remains on a respirator in a special care facility. No controls were used. A request was made for return product and replacement product was sent.